Event description:
The pt on (B)(6) 2013, had a procedure at the hospital for "laparoscopic left salpingectomy removal of bilateral fallopian clips, and laparoscopic lyses of adhesions." The pt had bilateral fallopian tube clip application with filshie clips in the year 2009 at unknown facility. She began having more pain recently and a CT scan showed the right fallopian tube clip was located in the lower pelvis on the left side of the pt. The findings revealed the pt had adhesions of the left fallopian tube and left fallopian tube clip to the left fallopian tube and left fallopian tube clip to the left pelvic sidewall. The right fallopian tube clip free-floating lying on the bladder flap near the left tube not with any attachments to the pt. Right fallopian tube was with evidence of separation. No evidence of endometriosis in the pelvis. No other information was found related to the clips and when or where they were originally placed.